Event description:
Health professional reported an "infected port site" and pain secondary to the infection. The infection was treated with keflex, but it is unk if any cultures were done. After treatment, the access port was explanted and replaced. Add'l info has been requested, but has not yet been received by allergan.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection is surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination removal of the device is indicated."